Event description:
It was reported the 0.8mm hand plate broke sometime after initial implant surgery performed on (B)(6) 2022 (event date unknown). The broken plate was explanted on (B)(6) 2022 and replaced with a 1.3mm plate.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as batch/lot number is unknown.